Event description:
It was reported that a charge circuit timeout occurred. The device was explanted, and no patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted.

Event description:
It was reported that a charge circuit timeout occurred. The device was explanted, and no patient complications were reported as a result of this event. Subsequent follow-up with the physician's office indicates that the device was disposed of and will not be returned for evaluation.

Manufacturer narrative:
Asku was reported that a charge circuit timeout occurred. The device was explanted, and no patient complications were reported as a result of this event. Subsequent follow-up with the physician's office indicates that the device was disposed of and will not be returned for evaluation. No conclusion can be drawn charge, failure to.